Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied on bowel on an open right hemicolectomy, the instrument worked well until a new reload was used. It was stated hat the instrument stuck and half fired. To solve the issue, they opened a completely new stapler and all was fine again. There was no patient injury.